Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified oral antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The cause of the event and the patient¿s recovery status were not reported. No additional information is available.